Manufacturer narrative:
The returned valve was patent and passed siphon, reflux, and leak testing. It was within specifications for all pressure-flow and preimplantation testing. Both of the catheters returned with the valve were free of occlusion. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was occluded and was explanted.